Event description:
The pt mentioned that one particular day (date unk) they tested on the meter in the morning and took their set amount of insulin. The morning reading was not reported. They did not test any more that day. In the afternoon they experienced symptoms, feeling nauseous and shaky. They tested their blood glucose and received a 56 mg/dl. The ate crackers and ate sugar after attempting to use the meter. An hour later they tested again and the reading was 120 mg/dl. They were still experiencing symptoms an hour after the 120 mg/dl reading; therefore, their family member contacted the paramedics an hour later. The paramedics arrived and tested the pt on their meter; however, does not recall the reading. They took the pt to the hosp where their blood glucose was 400 mg/dl and the pt was treated with insulin. The pt was kept in the hosp for 24 hours and then released. The pt's diabetes regimen has not changed. When asked if they would have done anything different were the readings higher, the pt mentioned that they had known reading was high, they would have contacted the physican sooner. The family member also spoke with mas and mentioned that their family member is supposed to test every couple of hours; however, they only tests their blood glucose when someone asks their to test. Customer service found out that the test strips were expired in 2003, however using expired ot ultra test strips can lead to false high blood glucose readings. The technique of applying blood on the test strip was correct. There is no evidence of a malfunction because the pt's supplies were expired and a control solution test was not performed. The pt was symptomatic at the time of testing and does not test regularly, however they had tested that morning but did not adjust treatment on the reading. The meter readings in the afternoon did not march the pt's condition. Co don't have evidence of malfunction or use error that contributed, nevertheless, they are based on the reading of 56mg/dl, their blood glucose increased and their symptoms persisted. Therefore this case is reported as an adverse event.